Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, critical lows and stock outs were not printing. The customer reported that there was a delay in dispensing the medication and in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the critical lows and stock outs were not printing. A technical support specialist (tss) accessed the web application to investigate a bulletin-related issue. The tss navigated to the facility formulary section under medications and reviewed the details of the specified medication. It was identified that the "backordered" setting was enabled, which suppresses critical low and stock out bulletins. Additionally, the tss confirmed that the stock out bulletin option was selected. The tss then proceeded to the device settings under the application¿s configuration section and reviewed the device expected to generate the bulletin. In the device details, it was verified that a printer was not listed under the stockout destination in the device bulletin configuration. These findings helped identify the root cause and guided the necessary corrections and was solved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, critical lows and stock outs were not printing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.